Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the implantable cardioverter defibrillator (ICD) interrogated a message indicating impossible initialization. The device battery voltage was noted to be lower than normal with premature battery depletion and unexpected longevity. The physician waited a day after implant and interrogated the device again which resulted in a normal value of the battery voltage. The device remains in use. No patient complications have been reported as a result of this event.